Event description:
It was reported in a transcarotid artery revascularization (tcar) procedure, a dissection was noted from the sheath tip to the distal margin of the stenosis in the right internal carotid artery following unsuccessful attempts to cross the lesion with the enroute 0.014 guidewire. The physician converted to cea as a result of the dissection. There was no reported patient harm or adverse consequence.